Manufacturer narrative:
The reported event of failure to tighten set screw was confirmed. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator set screw would not tighten. The device was not used. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.